Event description:
The customer reported the distal end of the syringe sets are cracking and leaking. There was no pt involvement.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer's report of cracked female luers was confirmed. The customer returned 62 extension sets, model 10014914 and lot 12125806. All of the returned product was received new and unused. (B)(4). All cracked female luers were inspected under a microscope to determine if any stress marks were noted; none were found. The root cause of the crack was not identified. Analysis suggests the issue is supplier-related.